Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was used in a patient in which long-term ureteral stent placement was necessary due to calculus. Stent replacement was performed about every two weeks during an outpatient visit. According to the complainant the stent was noted to be encrusted, making it difficult to remove. Transurethral lithotripsy (tul) could not be performed because patient was bedridden. During an attempt to remove the stent, the kidney side portion of the stent detached and was left inside the patient¿s ureter. The bladder portion of the stent was removed and disposed. The detached kidney side piece was not retrieved from the patient. The procedure was completed with another polaris¿ ultra ureteral stent. The physician intends to perform a planned removal of the detached portion of the stent sometime in (B)(6). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.